Event description:
During follow-up, the device was interrogated and displayed a longevity shorter than the physician anticipated. The physician suspects premature battery depletion. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported event of diagnostics anomaly could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. However, it was found that the longevity estimate given to the field by the programmer was incorrect. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. Adc testing was performed and no anomalies were noted. The root cause for the inconsistent remaining longevity estimate near eri could not be conclusively determined.